Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR submitted for this complaint, with associated reference number of 1058196-2015-00136 and 1058196-2015-00135.

Event description:
During coil embolization of a 2.8 x 3.4mm left anterior communicating artery aneurysm, a prowler microcatheter (606-151x, lot unknown) was placed at the aneurysm, and an orbit coil (637mf0306) was placed to shape the aneurysm with no resistance being felt. The following orbit (637mf2535/16060740) could not be pushed out of the microcatheter due to resistance within the microcatheter, and the surgeon noted that the coil had stretched after it was removed. It was unknown when the stretching had occurred or if the coil had been partly in the aneurysm. The procedure was completed with a new microcatheter and coils. There were no kinks in the microcatheter that may have contributed to the event, and a continuous flush had been maintained through the catheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no report of patient injury or clinically significant delay in the procedure. The coil was returned; however, the microcatheter was discarded by the customer.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a 2.8 x 3.4mm left anterior communicating artery aneurysm, a prowler microcatheter (606-151x, lot unknown) was placed at the aneurysm, and an orbit coil (637mf0306) was placed to shape the aneurysm with no resistance being felt. The following orbit (637mf2535/16060740) could not be pushed out of the microcatheter due to resistance within the microcatheter, and the surgeon noted that the coil had stretched after it was removed. It was unknown when the stretching had occurred or if the coil had been partly in the aneurysm. The procedure was completed with a new microcatheter and coils. There were no kinks in the microcatheter that may have contributed to the event, and a continuous flush had been maintained through the catheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There was no report of patient injury or clinically significant delay in the procedure. The coil was returned; however, the microcatheter was discarded by the customer. A non-sterile orbit mini comp fill was received coiled inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected, and it was found without damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of introducer. The support and gripper were inspected and were found without damage, while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The review of lot 16060740 found one unit was rejected due to coil stretching and lot coil assy subassembly lot # 16033136 found one unit rejected unit due to coil kinking. Inspections are in place that prevents these kinds of damages leaving from the manufacturing facility and the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The coil stretching was confirmed during the coil analysis. The condition of the embolic coil was apparently caused by applying excessive force, but it could not be conclusively determined. However, these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damages. Without return of the microcatheter it is not possible to determine if this device contributed to the event. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated reference number of 1058196-2015-00136 and 1058196-2015-00135.